Manufacturer narrative:
Per the instructions for use, device malposition is a potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are several patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, severe septal hypertrophy, minimal valve calcification, and loss of pacing capture. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, fluoro was lost briefly during deployment, at which time the valve moved aortic. There is no report of malfunction of the edwards devices. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required.

Event description:
As reported per the edwards field clinical specialist (fcs), during deployment of a sapien valve in 50:50 position, flouro was lost briefly and the valve moved to an 80:20 aortic position. The patient was hemodynamically stable. There was mild pv leak with some central due to the wire. A second 23mm valve was placed to anchor the original valve in place with good success. The end result was trace central and no pv leak. Additional investigation revealed the following: the patient had mild septal hypertrophy and the native leaflets were moderately calcified. The patient's left ventricular ejection fraction was 50%. It was reported that there was coaxial alignment of the valve and delivery system. During valve deployment, ventilation was held, balloon inflation was held for three or more seconds, and pacing capture was not lost. Per report, the delayed flouro did not catch the valve riding up during deployment.